Manufacturer narrative:
Upon disassembly, corrosion was discovered on internal components including the rotor, driveshaft assembly, housing, and bearing stop.

Event description:
It was reported that the core impaction drill heated up during a case. There were no patient or user injuries, and no adverse consequences.